Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post-operatively, the implanted rod broke. The patient began to experience severe back pains and found it difficult to get out of bed. As a result, the patient underwent an x-ray which revealed that the implanted rod had broken. The patient does not intend to have another back surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(4) 2017 that the patient underwent x-ray l spine 4 views. Findings: since the reference exam, there has been the appearance of a fracture involving the posterior fixation rod on the right at the level of the l4-l5 disc space. The proximal fracture end is situated medial to the distal fracture end at the l4-5 disc space. The surgical hardware is otherwise intact and unchanged compared to the previous study. Frontal view demonstrates mild height loss involving the left side of the l1 vertebral body which is a new finding compared to reference study. This results in a mild scoliosis of the lumbar spine convexity directed leftward. The scoliosis was worsened compared to reference study. Neutral lateral view demonstrates approximately 5 mm of retrolisthesis of l2 on l3 which is unchanged compared to reference study. This remains unchanged with flexion-extension. Lumbar contour and alignment is otherwise normal. Lumbar body heights are well maintained at every level. There is a marked disk space height loss at l1-l2 which has progressed slightly in the interval and is now satiated with adjacent endplate sclerosis. Study is otherwise unremarkable.